Event description:
During the evaluation at the manufacturer, a service technician noted that there was broken bur in the rotor. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
During the evaluation at the manufacturer, a service technician noted that there was broken bur in the rotor. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.